Event description:
Event description boston scientific received information that this atrial lead exhibited an impedance measurement greater than 2500 ohms. It was noted that there were also oversensing issues when the lead was programmed in bipolar configuration.